Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) on arctic sun device s/n # (B)(6). Targeted temperature (tt) was 36c, patient temperature (pt) was 36c. They cannot tell the water temperature or flow rate as they have already removed the device from the patient. Explained therapy would need to be running to determine the cause of alert 113 and if it could be remediated on the floor. Suggested sending device to biomed for inspection. Asked nurse to call back should another patient come in and this device was needed. It is possible the issue can be resolved.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) on arctic sun device s/n #(B)(6). Targeted temperature (tt) was 36c, patient temperature (pt) was 36c. They cannot tell the water temperature or flow rate as they have already removed the device from the patient. Explained therapy would need to be running to determine the cause of alert 113 and if it could be remediated on the floor. Suggested sending device to biomed for inspection. Asked nurse to call back should another patient come in and this device was needed. It is possible the issue can be resolved. Per follow up information received via task on 07may2025, additional information per wo, they stated the device had delivered an alert 113 during therapy. They sent in data files showing a failed mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Dmfea ra2800010 rev 25 was reviewed for this investigation. The reported event is addressed in step/item #s ra109. The severity/effects of this complaint were addressed within the fmea. Potential causes were identified and reviewed. The residual risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) on arctic sun device s/n #(B)(6). Targeted temperature (tt) was 36c, patient temperature (pt) was 36c. They cannot tell the water temperature or flow rate as they have already removed the device from the patient. Explained therapy would need to be running to determine the cause of alert 113 and if it could be remediated on the floor. Suggested sending device to biomed for inspection. Asked nurse to call back should another patient come in and this device was needed. It is possible the issue can be resolved. Per follow up information received via task on 07may2025, additional information per wo, they stated the device had delivered an alert 113 during therapy. They sent in data files showing a failed mixing pump.